Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On 30 september 2016 arjohuntleigh received a customer complaint where it was indicated that during the transfer of resident from wheelchair to bed using maxi 500 lift with sling, one of the loop detached from spreader bar of the lift and resident fell on the floor. As a consequence the resident sustained head injury.

Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. Based on the information gathered it appears most likely that during the patient's transfer from a wheelchair to a bed using maxi 500 lift and loop sling one of the sling's loop detached from the spreader bar of the lift contributing to the resident's fall. When reviewing similar reportable events, we have found a number of cases with similar fault description (loop "detachment"). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. The maxi 500 lift and the sling loop were inspected, scratching on front base were observed, however no malfunctions were found that could have caused or contributed to the event. It can be established that the sling and the lift, which work together as a system, were found to have not been up to specification, when the event took a place and were being used for patient handling, but it appears it contributed to the event due to a use error. A drill down analysis was conducted into this event. From the sequence of events, it must be noted that the detachment occurred as the patient was suspended was being transferred when the sling loop came off. Based on this reported information, the possibility that a sling was not attached at all when the patient was lifted is considered highly unlikely, as this would result in the patient sliding out immediately when the resident would be lifted. Also, the possibility that the sling was properly attached within the spreader bar hooks is considered highly unlikely. Loop slings include straps which all remain under tension during the transfer, so the possibility that the loop would be lifted upward and would come off the hooks while under tension is improbable. Therefore, it is considered that the loop was improperly attached when the patient was lifted, and suddenly detached later on during the transfer. This appears most likely to be in line with the event description. The maxi 500 passive lift instruction for use (IFU) mentions the following task to be performed when lifting a person in the sling: "ensure that all clips or loops are securely connected, then raise the patient using the hand control." Following information received it appears most likely that sling loop was improperly attached when the patient was being lifted as the caregiver did not notice the inadequate attachment during transfer, which constitutes an user error. We find this event's root cause to be related to insufficient training. Please note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers was found to be insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and proper inspection of sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.